Event description:
It was reported that the patient was diagnosed with myopotential oversensing that led to pauses up to fifteen seconds. The right ventricular lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.